Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood visible in the balloon and guide wire lumen, consistent with a leak while in the patient anatomy. The balloon was loosely folded. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to the rated burst pressure (rbp) of 14 atmospheres, when it was observed that fluid was coming out from the tip. There were two cuts made to the balloon catheter, at the tip and at the distal end of the strain relief tubing. A luer was attached at the proximal end of the cut and a new indeflator was used in an attempt to pressurize the balloon when it was observed that fluid was coming out of a tear in the inner member 15.3 cm proximal to the proximal balloon seal, for a length of 1 mm. There was material protruding out of the inner member at the tear. Factors that may contribute to a tear in the inner member include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. Since there was no report of any leaks or damage noted during preparation for use, this suggests that the inner member was not likely damaged prior to use. In this case, based on the noted direction of the material protruding from the tear, it is likely that the guide wire interacted with the inner member as it was loaded, resulting in the noted tear in the inner member. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The noted tear in the inner member appears to be related to the operational context of the procedure.

Event description:
It was reported that during predilatation in an unspecified lesion the trek balloon was inflated to 6 atmospheres but the balloon did not inflate. Saline and contrast was seen coming out of the guide wire lumen. The device was completely removed without difficulty. There was no adverse patient effect. Though requested, no additional information was provided.